Event description:
Registered nurse (rn) reported that within 30 seconds after the initiation of treatment with a CT 190g, (fifth reuse) the patient became short of breath (sob) and turned red in the face. The treatment was stopped and a code was called, although the patient's heart did not stop and they did not stop breathing. The patient was started on oxygen by mask and given a nebulizer treatment of albuterol. After the patient recovered, treatment was resumed on the same dialyzer and was completed without incident. With previous treatments, the patient has occasionally experienced sob about 5 minutes into dialysis and has been treated with a nebulizer treatment. Dialysis was continued for these incidents and completed without incident. The rn noted that as a precaution, they have been priming all dialyzers used by this patient with 2 liters normal saline. The rn added that the patient has asthma and is also very anxious. The patient is currently being treated with psn 170 dialyzers.